Manufacturer narrative:
The device has not been returned for evaluation however the provided photographic evidence exhibits the reported failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 11 complaints regarding 21 devices for this device family and failure mode. During the same time frame 19,708,449 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .000001 per the instructions for use, the user is advised the following; this suction device is indicated for use only by persons trained in suctioning procedures. This instrument is indicated for use in procedures where fine, delicate suctioning is required versus the general suctioning indicated in larger, open procedures where the yankauer or poole is used. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
It was reported via medwatch # (B)(4), that the tip of 0033120, frazier with central vent, sheared off during an anterior lumbar interbody fusion on (B)(6) 2019. The patient underwent and x-ray, the x-ray did not indicate there was any object of similar shape and size in the patient. Further assessment provided by the facility states the patient has had no issue post surgery. There was no medical treatment or additional intervention required. However, the fragment was never located. This report is being raised as patient injury due to the unknown location of the fragment and the possibility that it could remain in the patient.